Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with low amplitude measurements in primary vector and smart pass had been disabled. Automatic setup was performed and only passed in alternate vector in both supine and standing positions with no sensing issues observed. The patient was enrolled in remote monitoring via latitude. A subsequent follow up was performed to reassess sensing vectors which appeared negative compared to positive deflection at implant. No electrogram changes were noted; therefore, the patient was sent for an x-ray. It was identified that the electrode had pulled back significantly. A revision procedure was performed, and the electrode was repositioned to a more medial position which produced good sensing in secondary and alternate vectors. Manual selection of alternate vector was performed and reviewed by the physician and undersensing was noted. No additional adverse patient effects were reported.